Manufacturer narrative:
No problem was detected, the allegations in this complaint have not been confirmed as there was not enough information and the product was not returned for analysis. However, the event of the perforation, cardiac is a known inherent risk of the device. Finally, the device history record confirmed that each device meets specifications before release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this patient experienced chest pain from this right ventricular lead due to perforation of the heart wall. The perforation was confirmed via chest x-ray and echocardiogram. Subsequently, this lead was surgically explanted. As result, a new lead was successfully implanted. No additional adverse patient effects were reported. At this time, the lead has been received for analysis.

Manufacturer narrative:
Correction to field h6: component codes were recoding. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that lead was returned severed ~98m from the terminal end. Only the proximal segment was returned. Resistance testing found that the lead was electrically continuous. Detailed analysis confirmed that set screw marks on the terminal pin and cut/cuts in the suture sleeve were noted. Based on the characteristics observed, it was determined that it was consistent with explant damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced chest pain from this right ventricular lead due to perforation of the heart wall. This perforation was noted by a chest x-ray and echocardiogram. Subsequently, this lead was surgically explanted. As result, a new lead was successfully implanted. No additional adverse patient effects were reported. At this time, the lead has been received for analysis.

Event description:
It was reported that this patient experienced chest pain from this right ventricular lead due to perforation of the heart wall. This perforation was noted by a chest x-ray and echocardiogram. Subsequently, this lead was surgically explanted. As result, a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that lead was returned severed ~98m from the terminal end. Only the proximal segment was returned. Resistance testing found that the lead was electrically continuous. Detailed analysis confirmed that set screw marks on the terminal pin and cut/cuts in the suture sleeve were noted. Based on the characteristics observed, it was determined that it was consistent with explant damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.